Manufacturer narrative:
(B)(4). Date of event unknown. Evaluation summary: the reported sample was returned for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. The visual inspection and functional test identified the reported condition as a leak that produced large droplets near the bottom of the bag. The leak would have been obvious if present during pharmacy quality check. Magnified inspection of the leak location identified the leak as an edge gouge where the left edge intersected with the bottom weld; however, this was not a weld defect. Eva fray was present indicating friction or impact caused the damage. The manual add port had been used; as manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a leak was present. Based on evaluation findings and the customer report, the condition was determined to have occurred during handling of the filled bag after the bag was released from the pharmacy. Device operated as intended. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking from the seam to the left of the fill port. The leak was discovered by the patient prior to use. This report documents no patient injuries or adverse events. No additional information is available.